Manufacturer narrative:
The customer stated that there was no evidence of probe obstruction. However, they noticed the exterior of the cc (cartridge chemistry) sample probe and the mc (modular chemistry) sample probe were found to be sticky. The customer flushed the probes, and cleaned the exterior of the probe. Qc (quality control) was run and results were acceptable for all analytes except transferrin (trfn). On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed "white stuff" inside the wash collar and ensured that the external and internal probe washing was being done correctly. The fse replaced the external wash solenoid valve (a15898) as a precautionary measure. Since fse could not identify any problem with the level sense bead or the probe, he ordered the level sense smart module to replace as a precautionary measure. On (B)(4) 2014, the customer still had issue with the probes getting sticky. The fse replaced the level sense board and level sense bead , sample probe and wash collar. On (B)(6) 2014, customer called back reporting of this on-going issue and requested for service follow-up. The fse was on-site on (B)(4) 2014 and found both the mc and cc sample probes and the wash collars had gel in them. Fse replaced the mc and cc sample probes and the wash collars. The fse also replaced both level sense beads as a precautionary measure, ran all qc and performed instrument verification. The fse advised the customer to monitor for recur level sense errors and check for gel sticking on the sample probes. Fse also advised the customer to check all samples before loading them on the analyzer. As of 3/19/2014, the customer has not reported this issue. Failure mode is unknown. Multiple service visits were completed and the fse replaced multiple hardware components.

Event description:
The customer reported erroneously low transferrin (trfn) and iron (fe) results were generated for 11 patient samples while using a unicel® dxc 600i synchron® access® clinical system. On (B)(6) 2014, a cta (closed tube aliquot) probe obstruction error was generated, and the customer identified the erroneous test results. These results were reported outside of the lab. The customer repeated the tests on another dxc and amended reports with the correct results were issued. There was no impact to patient treatment.